Manufacturer narrative:
Device has not been returned.

Event description:
According to the initial information received, this amplatzer sizing balloon ruptured during the procedure although no adverse patient effects were reported. Subsequently, we received additional information from the physician that the balloon may have ruptured prior to the procedure and that the physician may have inadvertently damaged the balloon; in either case, the physician denied a manufacturer defect. The balloon was replaced and the procedure was successful. When the balloon is returned and analysis is complete, an updated report will be submitted.